Event description:
It was reported to st. Jude medical that the ICD could not be interrogated until the operation was performed and the original setting was correctly found. The physician elected to replace the device.